Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was unable to be programmed as needed. The device was explanted and replaced. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap_it) clinical study. No patient complications have been reported as a result of this event.